Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-12663. It was reported the patient experienced over-stimulation following several falls. The sjm representative interrogated the system and found low impedances. Programming was successful in regaining effective stimulation. Note: the patient has two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.